Event description:
User alleges about six weeks ago a pt deteriorated due to loss of peep related to having a cuffed fenestrated tracheostomy without an inner cannula, during the commencement of ventilation. This patient deteriorated to the point of cardiac arrest when this was noticed. Patient recovered. Two events with two different patients.